Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away introducer sheath broke into small fragments. The fragments were approximately two centimeters in size and were successfully removed from the pt using forceps. It took an hour to remove the fragments.